Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had software failure. A field service engineer accessed the station via remote support service and observed that the helmer refrigerator was showing as disconnected. The customer was able to resolve the issue by performing a proper reboot, and the fse attached the knowledge article. The system functioned as intended after the customer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the fridge door would not open and was failed. The customer reported that they had to access the medications from main pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.